Event description:
It was reported that this console made an audible sound and stopped working, causing the cancellation of the procedure. There was no patient complication reported due to the console's behavior. It was suspected and confirmed upon field inspection that the noise was related with low coolant level. The field service technician refilled the coolant, checked for leaks. No leaks were found. The console full system functionality was confirmed. This event is being reported for aborted/cancelled procedure with patient anesthesia status unknown.